Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10mmx3.25mm wolverine¿ coronary cutting balloon¿ monorail¿ was used to dilate the target lesion and the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. Solidified inflation medium was noted within the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified inflation medium within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified inflation medium before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit, positive pressure was applied when liquid was noted escaping from a longitudinal tear in the balloon material approximately 1mm in length identified at the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. The rate of burst pressure of this wolverine device is 12atm (atmospheres). The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. No other issues were identified during the product analysis. (B)(4).